Event description:
Facility alleges kink in arterial line during dialysis treatment noted by nurse who straightened the line and continued treatment. Pt was admitted to the hospital with diagnosis of hemolysis and expired the next day. Facility has line available for investigation.